Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that cartridge leaked from the septum. Additionally, a minimum fill message occurred after the cartridge was filled with 250 units. Reportedly, the customer filled the cartridge using a non-tandem issued needle and syringe. Blood glucose was 191 mg/dl. A new cartridge was successfully loaded to address the event.